Event description:
It was reported that during the idiopathic vt ablation while ablating in the rvot, there was a perforation. The patient became unresponsive. The physician's opinion regarding the causality of the perforation/tamponade was the catheter perforated the anterior portion of the rvot during ablation. It was reported that the patient was doing well after surgery.

Manufacturer narrative:
The concomitant products: carto 3 model # m-4800-01 serial # (B)(4). Stockert model # m-5463-01 serial # (B)(4). Coolflow pump model # m-5491-02 serial # (B)(4).